Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prineo: is photo available of patient dehiscence? What was the procedure date? What date /day post op was the dehiscence noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is any product available to return for analysis? Name of surgeon? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Which layers dehisced? What is the post op movement protocol? What are the wound check protocol? When the suture is positioned, are the layers tight and do they shift upon movement of patient? If no, please explain. Is there a drain placed? For stratafix symmetric suture: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For stratafix spiral suture: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Did the suture not engage into tissue post op? Did the suture pull through the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a hip surgery with an anterior approach on an unknown date in 2024 and topical skin adhesive was used in an overlapping fashion. The patient is larger with a pannus. The patient developed exudated fluids from the wound and sweat, creating a moist environment. The wound may have been covered in a dressing like mepiliex or tegaderm. The dressing remained on for approximately 21 days and was not typically changed. The patient developed wound necrosis and had a wound dehiscence. The patient may have underwent debridement after removing the dressing. The surgeon doesn¿t think the suture is breaking. No infection reported. No skin reactions observed. Additional information was requested.